Event description:
During an operation, the pneumatic tourniquet (zimmer a.t.s. 1500) went into alarm and the screen displayed a "failed" message. The device then deflated. It was necessary to immediately change tourniquets. The same cuff was used, however, and the operation continued without further incident. There was no harm to the patient as a result of this malfunction. Further testing of the device did not reveal any consistent malfunction. Since the device is no longer supported by the manufacturer, either in parts or technical advice, it will not be returning to use in this facility. A replacement has been ordered.